Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical products: item # 51-102050/ tprlc xr fp type1 pps/ lot # 6219048, item# 51-105140/ tprlc xr t1 pps / lot # 6222400. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports 0001825034 -2021 -00513, 0001825034 -2021 -00514.

Event description:
It was reported that the during investigation of product at the distributorship, the packaging was damaged. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.